Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after 63.7 months of service. The decision was made to explant and replace this device with a similar ICD. The explanted device will be returned to guidant, where it will be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.